Event description:
The pt stated having dystonia symptoms starting 2 days post implant in his legs and feet. The deep brain stimulator was reprogrammed frequently. The hcp had taken the pt on and off his parkinson's disease medications several times. The pt experienced symptom relief but had dyskinesia at an amplitude of 2.5 volts. When the amplitude was lowered to 2.1 volts and the pt felt some dyskinesia but also had a return of symptoms. The field representative reported that while doing a normal impedance check, the voltage changed from 2.1 volts to 1.5 volts. The pulse width and rate returned to default settings (210 microseconds, 30 hertz). Pt symptoms associated with the event included left-sided dystonia, dyskinesia, difficulty breathing, talking, and a voice change. The pt kept the deep brain stimulator turned off due to the dystonia symptoms. Please see MFR report #3004209178200901699. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Resetting to default values.